Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
Same case as: 6000093-2006-01412. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified tortuous circumflex (cx) artery. The lesion was predilated with a 2.5x15mm voyager balloon. When attempting to place the 2.75x24mm taxus express2 drug eluting stent, the stent strut became flared.the procedure was successfully completed with a similar stent. No patient complications were reported patient status reported as "ok".